Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed hard drive failure with the computer. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the system displayed "sr manager failure". The rep restarted the system multiple times and attempted to uninstall and reinstall the software which did not resolve the issue. No patient was present during the time of the reported incident.